Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the mini pocket 18 on drawer 1 had failed to open. A field service engineer (fse) had checked for any obstruction causing the mini pocket to jam and not open. Fse found medication stuffed inside the mini pocket, which caused the jam, and fse removed the medication and cleared the obstruction. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.